Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for 3-4 days. The leakage was at qr. The glucose level was high and the patient was treated with manual shots. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.